Event description:
On (B)(6) 2013, our firm received an email from a patient (pt) reporting she was treated for os redness, irritation and a "gritty" sensation while wearing acuvue contact lenses (cl). On (B)(6) 2013, the treating eye care professional (ecp) stated they saw the patient for the first time on (B)(6) 2013. She was diagnosed with a "cl related corneal ulcer (cu) os" that was felt to be infectious in nature. Clinic notes indicated: the morning of (B)(6) 2013, the patient presented to her primary care physician's (pcp's) office for os irritation that began the night prior. She was treated with polytrim eye drops and referred to the treating ecp. She presented complaining of os redness, pain, watering, photophobia and burning. Sle revealed a 1/2mm corneal ulcer at 7 o' clock slightly below the visual axis, 1-2+ edema surrounding, 3+ injection, 1+ chemosis. She received homatropine treatment and was prescribed ofloxacin alternating with polytrim drops q15 minx 1hr, then q1/2 hr x 2 hrs, then q1hr until the next day. The patient was wearing oasys cl on a daily wear, 3-7 week replacement schedule and using clear care lens care solution; no cl since (B)(6) 2013. Va 20/20-2. On (B)(6) 2013, the eye felt better, no discharge, "photophobia." Sle revealed a grayish non-staining scar, 2+ corneal edema, 2+ injection and 1+ chemosis. On (B)(6) 2013, the patient was treated with proparacine and homatropine drops and continued alternating polytrim and ofloxacin qhr x 2 days, then q2hrs, then q4hrs. Va 20/20. On (B)(6) 2013, still "very photophobic." Sle revealed a non-staining healed cu with faint haze and 1+ injection. Thera tears pf prescribed for comfort; continue alternating ofloxacin and polytrim qid until (B)(6) /2013, then no cl until 1 week later; va 20/30. On (B)(6) 2013, the eye was feeling "normal" again. Sle revealed a "raised non-staining spot" and "faint gray" area. The cu was healed and the patient was instructed to return to clinic on (B)(6) 2013, for cl exam; va 20/30.

Manufacturer narrative:
A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. One sealed blister was returned. The parameters of the lens was measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameters. No visual attributes were observed. There was not enough solution to measure for ph and conductivity. MDR reportable events are reviewed in quarterly franchise management review meetings.